Manufacturer narrative:
The customer's report was duplicated and the main board was replaced and scrapped to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen was illegible and the device restarted/rebooted itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.